Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during intervention on a patient. As a result, defibrillation would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. Stryker advised the customer to replace the batteries as they had reached the end of their useful life. During investigation, stryker further evaluated the electronic record of the device and was able to verify the reported issue in this record. The age of the batteries may have led to the alleged condition; however, the cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during intervention on a patient. As a result, defibrillation would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during intervention on a patient. As a result, defibrillation would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.